Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned deaeration motor. The deaeration motor looked black and a burning smell was observed. The biomed noted that there was no thermal damage to the brushes on the motor. The burned motor was noticed during machine repair after the machine was pulled from service for alarming with a flow error during setup. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 15,718 hours and the deaeration motor was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned deaeration motor. The biomed replaced the deaeration motor which resolved the thermal damage and the initial flow error. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint sample was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned deaeration motor. The deaeration motor looked black and a burning smell was observed. The biomed noted that there was no thermal damage to the brushes on the motor. The burned motor was noticed during machine repair after the machine was pulled from service for alarming with a flow error during setup. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 15,718 hours and the deaeration motor was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned deaeration motor. The biomed replaced the deaeration motor which resolved the thermal damage and the initial flow error. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The complaint sample was discarded by the biomed and is not available to be returned to the manufacturer for physical evaluation.